Manufacturer narrative:
The customer reported that the v-fib alarms on the central nurse's station (cns) were incorrectly going through as couplet alarms to the pager gateway. Also, some of the alarms had gone to the phones in duplicate. The customer working with nihon kohden's clinical support to resolve the issue. The clinical team adjusted the settings to meet their requirements.

Manufacturer narrative:
The customer reported that the v-fib alarms on the central nurse's station (cns) were incorrectly going through as couplet alarms to the pager gateway. Also, some of the alarms had gone to the phones in duplicate. The customer is currently working with nihon kohden's clinical support to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the v-fib alarms on the central nurse's station (cns) were incorrectly going through as couplet alarms to the pager gateway. Also some of the alarms had gone to the phones in duplicate.